Manufacturer narrative:
A trumpf medical service technician was dispatched to inspect the operating table. The inspection found that the spindle for the main lift was defect. The spindle was replaced, and the table is functioning as designed. Based on this information, no further action is required.

Event description:
The customer reported that the table dropped 6" and crashed while lowering a patient at the end of a procedure. No injury reported.

Manufacturer narrative:
The account alleged the date of the event was (B)(6)2020. However the surgical table was in use on (B)(6)2020 for the last time. Further analysis in the log files indicated that the operating table most likely collided with an unknown object in the operating room, which resulted in the unintended drop. Log entries show the base of the table lifted from the floor at one side, which is only possible if the table top collides with an object. The hillrom technician thoroughly inspected the operating table and was unable to duplicate the unintended drop reported by the customer. The initial MDR filed indicated the main lift spindle was the cause of the drop. However it is possible the main lift spindle defect identified was caused by the collision (the spindle was not available for investigation). The table functioned as designed. Therefore, the unintended movement/ drop was most likely the result of user error. Based on this information, no further action is required.

Event description:
The customer reported that the table dropped 6" and crashed while lowering a patient at the end of a procedure. No injury reported.